Manufacturer narrative:
The insulin pump had normal operating currents and no failed battery test, battery out limit, weak battery, low battery or off no power alarm was noted. The insulin pump was monitored and had no blank display was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a scratched case. No error alarm was noted. The insulin pump passed the self test.

Event description:
It was reported by the customer that their insulin pump was alarming failed battery test. Customer stated they could not recall any significant events that led to the alarm, but the device continuously alarms after they have inserted new batteries. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).